Event description:
When the ablation catheter was connected to the cable, there was no signal showing on the monitor. The catheter was removed and a new catheter was inserted. The new catheter worked properly and there was signals displayed on the monitor. The procedure completed smoothly, and no injury to the patient.